Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient test his blood glucose 10-12x daily and manages his diabetes with insulin pump therapy. The alleged issue began on (B)(6) 2013, at 6pm. The patient reportedly went to bed that same evening feeling ¿normal.¿ around 630am-7am, on the following morning, the patient claimed he woke up feeling symptoms of dry mouth, very thirsty, urinating a lot and blurry vision. The patient could not confirm if he associated his symptoms with high or low blood glucose. The patient reportedly went out to eat and treated his symptoms with food and/ or drank a beverage. The patient reportedly felt better about 15 minutes after eating. That same day and following days after, the patient informed the cca that he also had ¿several events of going high¿ where he had similar symptoms he experienced that morning, in addition to, severe headache and severe neuropathy. The patient continued to treat his symptoms with diet, medications and/ or light activity. The patient denied testing with another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The patient did not have the correct batteries to replace in the subject meter per the owner's booklet recommendations. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.